Event description:
Philips received a complaint on the defibrillator indicating that the device failed self-test when it was turned on. There was no patient involvement.

Manufacturer narrative:
Reporting institution name: (B)(6) hospital. A follow up report will be submitted upon completion of the investigation.